Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-04863. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. As a result, surgical intervention was undertaken wherein the ieads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.